Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Imaging system failed imaging modalities. Frame rate error on 2d and 3d spins. Replaced umbilical, completed 3d spin, checked logs for errors. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The mobile view station (mvs) interface cable was returned to the manufacturer for analysis. The device failed bench test. The gbit test failed. Shows on validator that lines 7 & 8 are open. 100t test passed. Both gbit an 100t testing were performed using a cable validator-nt900 continuity test passed. Issue was found related to an electrical failure mode due to malfunction, communication/black status. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site was getting frame rate below recommended levels error message. No further details regarding this issue, or specifically when it occurred, were provided.